Event description:
The customer reported that the loudspeaker is out of order. A good faith effort was made to obtain confirmation if there was still sound coming form the device and if an inop was displayed but attempts have been unsuccessful. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Date of report 12may2021.

Event description:
The customer reported that the speaker is out of order. Not confirmed yet if inop and/or sound present. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.